Event description:
Repair of aortic root, ascending aneurysm, type ii aortic dissection - valve sapring aortic root replacement, ascending hemiarch, frozen elephant trunk. Per the cardiothoracic surgeon - "at this time I took the wire protruding from the aortic lumen from the femoral artery and placed a 37 x 150 gore tevar stent down the descending thoracic aorta. This was placed to just past the left subclavian and deployed. The device itself malfunctioned. It would not let go of one of the trigger wires holding the delivery catheter into the stent. I had to break open the delivery device and remove the trigger wire. After this was accomplished, we had no problems."